Event description:
The customer stated she went to the ER due to blood glucose levels over 600 mg/dl. The customer stated she changed the infusion set nine days prior to the hospitalization. Troubleshooting was performed and there was a no delivery alarm in the alarm history. The prime test was performed and the customer stated that no insulin exited. The customer did not have the tubing clamp to perform the high pressure test. The customer felt uncomfortable with the insulin pump and wanted it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.